Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance, no capture, oversensing, and fracture. The pace sense portion was capped and replaced. The high voltage therapy portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).